Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data showed mild cgm-measured hypoglycemia (nadir of 61 mg/dl) on the reported event date. Prior to the hypoglycemic event, there was a period of hyperglycemia. The user delivered two meal announcements during this period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data shows a pattern of use of the meal announcement feature during periods of hyperglycemia. This can lead to maladaptation and increase the risk of hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was potentially caused by stacking insulin from the user delivering two meal announcements during a period of hyperglycemia. It is possible the dexcom g6 cgm sensor was giving inaccurate readings, as no cgm glucose values < 60 mg/dl were seen from the device data, despite the user reporting a glucose under 40 mg/dl. However, without additional information about what precipitated the event, the cause of the event cannot be determined. The user has since returned the ilet.

Event description:
On 6/27/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/26/2024. The user reported that their bg level dropped below 40 mg/dl and used orange juice as back-up therapy to correct the low. The user was assisted by their husband, who administered the orange juice. The user reported they were incoherent until they received the juice but did not provide any additional detail about the event.